Event description:
The left renal was non functional. During the procedure to implant an excluder bifurcated endoprothesis the clinician unintentionally covered the right hypogastric artery. The clinician believes mis-measurement occurred because of a long aortic neck not previously observed in the pre CT's. Additionally, the clinician does not believe this event to be device related and made no allegation of product deficiency.